Event description:
The customer contact reported a separation. The tubing set was to be used to deliver an unspecified solution. It was reported that while connecting the tubing set to the pt's IV access site, the tubing separated from an unspecified location on the dial-a-flo assembly. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided including if the tubing set was replaced and the therapy was initiated.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. The catalog number provided is the international list number that was involved in the reported event, which is comparable to the domestic list number listed in the "other" field. The domestic list number has a common device name of 80fpa and is pre-amendment 510k. The info on reprocessing of the device was requested, however, no response has been received. This report represents all the info known by the reporter upon query by hospira personnel.